Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni¿) results, within the risk stratification range, for two patients, involving the access® accutni¿ assay used in conjunction with the unicel® dxc 600i synchron® access® clinical system. Initially elevated results of 0.044 ng/ml and 0.041 ng/ml were obtained, respectively, and released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A result of 0.056 ng/ml, of a duplicate retest, on an un-centrifuged sample, was obtained for one patient. Results of 0.037/ 0.038 ng/ml and 0.020/ 0.019 ng/ml, on centrifuged aliquots, were obtained for both patients, respectively. The customer reported amended results of 0.038 ng/ml and 0.020 ng/ml to the hospital, for both patients, respectively. All system parameters including quality control (qc), calibration curves, and system checks were performing within assay and instrument specifications at the time of the event. The patients' samples were collected in greiner serum tubes and centrifuged at 4,200g (relative centrifugal force) for ten minutes, at room temperature. The samples were clear in appearance. No sample integrity issues were noted. The samples were full to the mark and analyzed from the primary tubes. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. (B)(4).